Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, nothing was out of the ordinary during a procedure until a few hours after laparotomy procedure when the patient complained of burning sensation. The patient obtained a second degree burn on the buttocks area of about 5cm in diameter. The hospital was using together with generator. There were no wire/cables was said to be overlapping underneath the patient's buttocks. The patient has been discharged and referred to a plastic surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. The returned sample met specification as received. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.